Event description:
The plaintiff's attorney alleged that the plaintiff experienced metabolic alkalosis, hypokalemia, hypotension and cardiovascular events on (B)(6)2011, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs #1225714-2014-04725 and 1225714-2014-04726.